Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" day 1 in therapeutic range. Day 2 inr 1.8. Day 3 inr 2.2. All testing was done at 24 hour intervals. Proper technique was being used by rn who drew all tests. This strip lot number was used on a different meter with no problems. Meter will be replaced. No patient history provided.

Manufacturer narrative:
Data analysis was not performed on inr results provided by the customer since it exceeded three hours of comparison test. All tests are performed on 24 hour intervals and are excluded from comparison test. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Meter was returned to biosite and investigation is pending.